Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that initially, they were unable to charge their device. It was stated, their implantable neurostimulator recharger (insr) goes to the main screen and then goes blank again. There was a report of poor communication on the patient programmer. The patient was unable to communicate with the insr. It was reported that they were seeing reposition antenna during the report and the last time the patient felt stimulation was (B)(6) 2017. The last successful charge session was a week ago. They were in pain and couldn't walk. It was reported that they were in a wheelchair because they couldn't charge up their implantable neurostimulator and use their therapy. Relevant medical history includes spinal pain.